Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens insertion, the anterior capsule tore. Intervention was performed in order to enlarge the incision, and remove and replace the lens with a sulcus iol. In addition, an anterior vitrectomy was performed and the incision was sutured. Reference MDR #2031924-2009-00121.